Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator (pn rfg-nt-2000 sn 18088295) was received for evaluation. The field reported event of the generator not heating to temperature was confirmed by review of logs. However, based on the information provided and investigation performed, the root cause cannot conclusively be determined as the field reported event was not reproducible during the evaluation.

Event description:
Related MFR number: 2184149-2021-00018. During the lumbar ablation procedure, the generator displayed a cannot reach temperature message and the case was cancelled. The ablation attempts were staggered, but the message still showed. Probes were tested in all ports and new adapters and probes were used without resolving the issue. The impedance was between 2 and 600 ohms. The grounding pad placement was also determined to be correct. This event was created to document that cancellations occurred with multiple distinct patients.